Event description:
Had the essure device implanted (B)(6) 2015. I developed sensory neuropathy in both feet a few months later. Had 8 surgeries on feet to remove nerves to try to help with the pain, tingling and numbness from 2016 to 2018. Still have a lot of pain in feet and other side effects. I also have numbness, tingling and twitching in both hands. As well as weakness in hands. Hair loss, floaters in vision, pain with sex, as well as many more side effects. I just had an abdominal hysterectomy (B)(6) 2018 to help with pelvic pain. Removed uterus, cervix, fallopian tubes and ovaries, plus the essure device. I blame essure for all these costly surgeries.